Manufacturer narrative:
One sample unit was received for evaluation by our quality engineer. Upon visual inspection of the sample, white particles were observed on the injector surface. Through microscopic examination, the foreign particles were identified as talc. An excess amount of talc many have resulted in the observed/reported defect. To improve the cleaning procedure of the manufacture lines, a project has been implemented. Since the implementation of the project improvements, foreign matter presence has reduced. Manufacturing personnel have been made aware of this incident. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Fm found seems to bel talc under microscope observation. During assembly process the talc is used to help the membrane go through the different stations of the machine. A punctual excess of talc may have caused the claimed defect. Talc used is compliant with (B)(6) and united states pharmacopeias.

Event description:
It was reported that a bd phaseal injector luer lock n35 had white particles on the blue part of the injector. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd phaseal¿ injector luer lock n35 had white particles on the blue part of the injector. There was no report of exposure, serious injury or medical intervention.